Event description:
Pt presented with angulated proximal aortic neck, had successful implant of a bifurcated device and a proximal cuff in 2007. At 3 month follow up, a type 1 endoleak was found. Emergency use of suprarenal cuff in 2008. The procedure went well, the pt is doing fine.

Manufacturer narrative:
Review of lot records/work orders, prior reports. No issues were noted. Pt's condition (proximal angulated aortic neck) and operational context contributed to the event.